Manufacturer narrative:
Result: damaged foot-end cover due to contact with lift header screws. Power coil cable sliced by the foot-end cover.

Event description:
It was reported that the foot-end cover was damaged and had exposed wires. It is unk if there was pt involvement or adverse consequences to report.